Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the display screen had gotten progressively dimmer over a 6-8 months period. Reporter stated that the issue was not resolved by battery changes. Pump was not available for review during the initial call to animas. In subsequent call, reporter stated that the display issue was not resolve by contrast reset. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/6/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection found some cosmetic damages. On investigation, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly. Unrelated to this complaint, the keypad was found torn near the ¿ok¿ button. All the keypad buttons responded to presses. Removal of the keypad cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts. In addition, a crack was found in the battery compartment.